Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient was revised to address pain, metallosis and cup loosening. Update 05/12/2011 - litigation papers received. There is no new additional information that would affect the investigation. Update 1/10/2012 plaintiff's fact sheet (pfs) received 1/10/2012. Added dob. There was no new information received that would impact the outcome of the investigation. Update rec'd 3/12/2013- ppd and medical. Records received. After review of the medical records for MDR reportability, the revision operative note indicated lose cup, osteolysis, metallolic stained tissues, and increased metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/27/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(6). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.